Manufacturer narrative:
The unit had a motor error alarm during rewind due to a motor encoder out of phase error. The motor position encoder error alarm was confirmed in the history file. The drive support disk was inspected and no anomaly was found. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm and that the drive support cap was flush. The customer's blood glucose level was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.